Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture (loc). This rv lead was successfully replaced. Other than the revision procedure, no additional adverse patient effects were reported.